Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia procedure, some tacks were partially seated and had to be removed. There was a difficulty in loading some reloads. A second device was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. A visual inspection of the first returned product noted no abnormalities. A visual inspection of the second returned product noted the timing was disengaged. No single use loading unit (sulu)s were received. A functional evaluation found that the articulation knobs of both instruments functioned properly. Additionally, the handles of both instruments could be actuated and cycled properly with no sulu attached. A test sulu from could be loaded onto the first returned device. The instrument was applied to the appropriate test media. The first two tacks deployed and seated properly in the test media. Tack hang-ups were experienced with the third and fourth firing. The unit was disassembled and damage was noted to the spur gear. A test sulu could not be loaded onto the second returned device due to the disrupted timing of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the damage to the spur gear. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.